Manufacturer narrative:
Visual, dimensional and mechanical testing performed on same lot of product. All results within specifications.

Event description:
A nipro hypodermic needle (25g x 1") was used for a lipo b injection into the gluteus. The patient called the facility after she got home, stating that she was feeling pain in the injection site and that her husband found a little piece of the needle tip stuck in her skin. It was removed without further incident and the patient did not require medical intervention.